Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the proglide plunger appeared loose as the device was removed from packaging. The device was deployed outside of the patient, and there was no suture present as the plunger was removed. There was no patient involvement. A new proglide device was used to continue via a 6f sheath. No additional information was provided.